Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented with device pocket pain and discomfort. The implantable cardiac monitor was explanted. The pacemaker pocket was revised and remained implanted. There were no patient consequences.